Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: gb2039 - mfg date: 02/01/2013, exp date: 01/31/218; gd2497 - mfg date: 04/01/2013, exp date: 01/31/218; ge2132 - mfg date: 05/01/2013, exp date: 01/31/218.

Manufacturer narrative:
(B)(4). The actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that a patient underwent a breast reconstruction surgery on (B)(6) 2013 and suture was used. While suturing the fat layer, the surgeon noted that needle was broken. The incision was reopened and the needle fragment was removed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/4/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.